Event description:
A customer observed biased valp qc and patient results on the vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The definitive root cause of the biased valp results is unknown, however, it is most likely related to user error due to inconsistent valp reagent pack handling. The investigation is on-going at this time.